Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.0mm x 30mm no distal tip enterprise® 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was already detached from the unit. The delivery wire and the introducer were not returned. The stent component was inspected under the microscope. No abnormalities were observed on it (i.e., no broken struts, no kins). Both ends of the stent were noted to be completely expanded. The reported issue documented in the complaint regarding the stent not being able to ¿self-expand completely¿ was not confirmed, since the stent was noted already expanded. It is possible that the marker bands may have converged together but apposed to the vessel wall during the procedure. The stent detachment was not originally documented in the complaint and the exact time of occurrence cannot be determined; however, this finding is not a contributing factor to the stent's inability to open experienced during the procedure. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7273304. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: ¿ maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement procedure, the complaint device, a 4.0mm x 30mm no distal tip enterprise® 2 vascular reconstruction device (vrd) (enc403000 / 7273304) was reported as ¿could not self-expand completely.¿ limited information was available at the complaint initiation. There was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7273304. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 10-may-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 14-apr-2023. [Additional information]: on 14-apr-2023, additional information was received. The information indicated that the 4.0mm x 30mm no distal tip enterprise® 2 vrd was used off-label in a stenosis case, not an aneurysm. There were no vessel factors that may have contributed to the incomplete expansion. The information indicated that ¿one side of it did not expand even in vitro.¿ there was no obstructed blood flow due to the reported issue. The concomitant microcatheter used was a headway® 21 microcatheter (microvention). There was no damage identified on the microcatheter. There was no resistance during the advancement of the stent. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. The procedure was reported to be successful after the physician replaced the complaint device with another 4.0mm x 30mm no distal tip enterprise® 2 vrd (enc403000). There was no clinically significant delay in the procedure; it took about three (3) minutes for the physician to switch to the replacement stent. Updated sections: b.4, g.3, g.6, h.2, h.10, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.